Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02822 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, the ablation treatment was administered in three steps. The first two steps were performed with the array half extended and roll-off was achieved after 30 seconds in each case. The third step was performed with the array fully extended and roll-off was achieved after 190 seconds. The procedure was completed with the same rf 3000 radiofrequency generator and leveen needle electrode. Post procedure, the patient's skin appeared red under all four grounding pads. However, no skin blistering occurred. Reportedly, the redness was due to an allergic reaction and not a burn. Additionally, no intervention was provided to the affected skin. The patient's condition at the conclusion of the procedure was reported as being good.

Manufacturer narrative:
Patient identifier is unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).